Event description:
Ous MDR - after an implantation time of about 8 months, oversensing was reported via home monitoring. The lead was explanted and returned to biotronik for analysis. No worsening of the patient&#62688;state of health was reported.

Manufacturer narrative:
When delivered, the lead was cut 32 cm distal to the df4 connector pin. The returned lead fragments have been extensively analyzed. During the analysis, multiple signs of abrasion were seen along the lead fragments. In particular, 39 cm distal to the df4 connector pin, the lead body was badly damaged due to crushing and friction. This damage is likely the cause of the anomalies observed the rv channel. This damage type requires an excessive pressure load on the lead body. The characteristic and location of the damaged may be due to excessive mechanical stress on the lead due to subclavian crush syndrome. There was no evidence of material or manufacturing defects.